Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. D13378) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia"), vaginal scarring ("vaginal scarring"), autoimmune disorder ("autoimmune-like symptoms"), abdominal pain ("abdominal pain"), abdominal pain lower ("constant cramping") and vaginal haemorrhage ("severe bleeding with clotting"). The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, dyspareunia, vaginal scarring, autoimmune disorder, abdominal pain, abdominal pain lower and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, autoimmune disorder, dyspareunia, genital haemorrhage, pelvic pain, vaginal haemorrhage and vaginal scarring to be related to essure. The reporter commented: there were 3 coils noted on the right side and 7 coils noted on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2016: apparent bilateral fallopian tube occlusion secondary to essure devices. Batch no d13378 production date 2014-09-24 expiration date 2017-09-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. D13378) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), dyspareunia ("dyspareunia"), vaginal scarring ("vaginal scarring"), autoimmune disorder ("autoimmune-like symptoms"), abdominal pain ("abdominal pain"), abdominal pain lower ("constant cramping") and vaginal haemorrhage ("severe bleeding with clotting"). The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, dyspareunia, vaginal scarring, autoimmune disorder, abdominal pain, abdominal pain lower and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, autoimmune disorder, dyspareunia, genital haemorrhage, pelvic pain, vaginal haemorrhage and vaginal scarring to be related to essure. The reporter commented: there were 3 coils noted on the right side and 7 coils noted on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2016: apparent bilateral fallopian tube occlusion secondary to essure devices. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.